Event description:
Report rec'd indicated that during a percutaneous transluminal angioplasty to the internal/common carotid artery (ica/cca) the stent dislodged. The prod was prepped and clinically used following the instructions for use (IFU). The stent was inspected prior to use and was seen contained within the outer sheath per specs. Arterial access was made through the right femoral artery without difficulty. The vessel was slightly tortuous and lesion measured about (6mm by 1.8cm) the lesion was 80% stenotic and was predilated prior to stent deployment. The locking pin was fully locked. It was indicated that at the time the stent was deployed; the stent "jumped" and ultimately deployed in an unintentional site (ica). Therefore, a second stent was used to cover the rest of the lesion and was placed overlapping with the first stent. There was no adverse consequence to the pt.

Manufacturer narrative:
Ni